Event description:
It was reported that the patient underwent an ipg replacement procedure for an unknown reason. The patient was doing well postoperatively and the explanted device will not be returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure for an unknown reason. The patient was doing well postoperatively and the explanted device will not be returned. Additional information was received that the patients ipg was not working as expected as it would not charge nor communicate appropriately following a fall.